Event description:
Caller reported a malfunction code 199 on the tandem pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller in performing a reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue reappeared.